Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced blurred vision and the patient dissatisfaction with vision. The lens explanted and the problem resolved. The cause of the event was reported as unknown and patient related factor, "ark measured after lens removal: -1.0/-3.75/175."

Manufacturer narrative:
H3 - device evaluation is not required. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).